Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The air gas module was replaced but not returned for investigation. The ventilator passed all safety and functional tests and was returned for clinical use. No ventilator logs were provided. Since the replaced part was not returned for investigation, the root cause of the failed internal leakage test has not been determined.